Event description:
A few minutes into the procedure, dr (B) (6) had a bleeding vessel. He tried to use the 10mm direct drive disposable laparoscopic clip applier to stop the bleeding (lot # 1098639, ref # (B) (4), exp. 9/25/2012). The clip applier would not clamp down or clip the bleeding vessel. He made multiple attempts to stop the bleeding via the clips. However, every attempt was unsuccessful due to the clip applier malfunctioning. The surgical team had to get other equipment that would not normally be used had the clip applier not have malfunctioned. Dr (B) (6) had to use a laparoscopic needle holder and knot pusher to get the bleeding vessel to stop. The patient had a significant amount of bleeding in a short amount of time. However, it did not require any blood products during the surgical procedure.